Event description:
It was reported that pt had a staph infection over the pump location. No pt symptoms were reported. The type of medication, concentration, and daily dose administered via the pump were not reported.

Manufacturer narrative:
.